Event description:
A trilogy evo ventilator was returned to the third-party service center for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the third-party service center, the device failed a test step during testing in sensor drift verification test due electrical damage in pcba. The device's system pca needs to be replaced to address the issue.